Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown . The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 4. It was reported that when using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample. State department identified paraburkholderia species. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: catalog: 442023, batch no: unknown. Customer reported a contamination issue. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Bd bactec¿ media are manufactured following good manufacturing practices, which include multiple in-process quality checks and an autoclave moist heat sterilization process previously validated following iso 11134 standard. Additionally, all bd bactec¿ media released for sale must pass quality control testing by procedures conventionally utilized for this type of product, including methodology and control atcc cultures specified in the clsi standard, quality assurance for commercially prepared microbiological culture media. Controls are also used during each performance testing. This product met bd diagnostics - diagnostic systems stringent quality standards at time of batch/lot release. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
Report 1 of 4. It was reported that when using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample. State department identified paraburkholderia species. No adverse impact was reported regarding the patient or user at this time.